Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) clip difficult to release from the catheter. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in a procedure performed on an unknown date. According to the complainant, during the procedure, challenges were experienced in releasing the clip from the catheter. The clip eventually released from the catheter and the procedure was completed with this device. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in a procedure performed on an unknown date. According to the complainant, during the procedure, challenges were experienced in releasing the clip from the catheter. The clip eventually released from the catheter and the procedure was completed with this device. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. No patient complications have been reported as a result of this event. Additional information received on october 14, 2016. This report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2016-03189 pertains to the first resolution 360 clip device and manufacturer report # 3005099803-2016-03190 pertains to the second resolution 360 clip device. The clip eventually released from the catheter after some manipulation. The same issue happened with the second clip and the procedure was completed with these two devices. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.